Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise. A lead integrity alert (lia) was triggered due to increase/high impedance. A possible lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.